Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter 6 days post-operative a cesarean section, the skin of the surgical incision of the patient. Appeared slightly red. It opened a little and it was found a little clear liquid with fat droplets flowing out, and the patient was given local dressing change, drainage and other treatments. Cefradine capsules were taken orally to prevent incision infections.